Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient relative reported right side "size shrinking". Examination was performed and test results showed no abnormality. Later, confirmed right side rupture through ultrasound. The device remains implanted.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma, lymphadenopathy and silicone migration.

Event description:
Patient relative reported right side "size shrinking", became smaller. Examination was performed and test results showed no abnormality. Later, confirmed right side rupture through ultrasound, folded wavy multidirectional lines representing droplet sign: intracapsular rupture, small reactive lymph nodes in axilla, nodular lesions from silicone globules, silicone engulfed right axillary lymph nodes - multiple calcified granuloma, gel extravased in right axillary lymph nodes, hyperechoic lesion with posterior shadow, snow storm appearance, fat necrosis. The device was explanted.